Event description:
Fractured insertion post.

Manufacturer narrative:
Fractured insertion post. The fracture cannot be traced as the implant shows no damage that would indicate a fracture of the insertion post. Perhaps the fracture was caused by mechanical overloading by user. Dentist should be consulted instruction for use to prevent this from happen.